Manufacturer narrative:
Other: it was reported that the patient received inappropriate therapy due to oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was high impedance of greater than 4000 ohms, and an apparent lead fracture proximal to the svc coil at the clavicle. No conclusion can be drawn. Impedance, high lead(s), fracture of oversensing, shock, inappropriate.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was capped. No further patient complications have been reported as a result of this event. Additional information was received reporting that there was high impedance of greater than 4000 ohms, and an apparent lead fracture proximal to the svc coil at the clavicle.

Event description:
It was further reported that the lead was partially explanted due to patient anxiety.